Manufacturer narrative:
(B)(4). Technical support engineer (tse) troubleshot this issue with the customer over the phone and suggested the graphical user interface (gui) or the breath delivery unit (bdu) printed circuit board (pcb) be replaced.

Event description:
It was reported that the ventilator failed during patient set up. The patient was transferred to another ventilator with no harm.